Event description:
It was reported that after exchange of the axis and polyethylene component, it was noticed that the pt's elbow prosthesis does not work as it should. A revision is required to make mechanical adjustments on the axis which is not fitting. The surgeon was informed prior to the surgery that the exchanged components would match the original implants.

Manufacturer narrative:
This report will be amended when our investigation is complete.